Manufacturer narrative:
(B)(4).

Event description:
The receiver data log was reviewed on 02/19/2016. The complaint a loss of connection was confirmed. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
Patient's mother contacted dexcom on (B)(6) 2015 to report a loss of connection between the transmitter and receiver that occurred on (B)(6) 2015. Patient's mother stated that at the time of contact, the receiver was working as it should. No injury or medical intervention was reported.